Event description:
A customer technical advocate (cta) was contacted with regard to a customer being splashed in the eyes and face with waste material while performing troubleshooting on the cell-dyn 3200 sl analyzer. The customer states that the splash occurred while troubleshooting a "vacuum accumulator wet" error message generated by the cell-dyn 3200 sl analyzer. The customer was not wearing protective eye wear. The customer followed the lab procedure to wash out their eyes and face with the eyewash in the lab. Customer then went down to the emergency room where customer received another saline wash, some numbing drops/ antiobiotics, prescription of eye drops to address irritation, and a tetanus shot. The customer also took blood for hiv and hep b testing, and was supposed to return for test later per lab protocol. The customer states that there is no damage to the eye or loss of vision. There was no further impact to the pt reported.